Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was intended to be used for treatment. The device was not returned for analysis. A potential root cause for this problem is that there is an air leak with in the device, causing indicator lamps to illuminate. This can be caused for a number of reasons including; - dressing not applied properly, without creases and fixation strips - filter/port not adhered to dressing correctly - connector not correctly fastened and secured to the pump - tubing trapped, folded over/kinked causing a blockage - dressing integrity has been compromised we have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the customer complains the pico 7 unit turns on and negative pressure maintains but all lights on. Unit turned on and remain on. No patient harm reported.